Event description:
Caller reported accidentally delivering too much insulin due to unintentional activation of the fill tubing feature. Blood glucose levels did not fall below 54 mg/dl, indicating they were within a safe range. Customer was advised to carefully follow pump prompts to avoid future insulin over-deliveries and to continue monitoring their blood glucose levels, with a recommendation to consult their healthcare provider for further assistance if needed.